Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the packaging damaged (hole, tear, puncture) compromising the sterility of the device? Yes.

Event description:
It was reported that the device has been delivered with a broken package. No procedure involved. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # p91x16. The analysis results found that a harh36 device was returned outside its original package. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.